Event description:
The complainant alleged that during routine testing by a biomed, the device displayed only a green dot. The complainant indicated that there was no pt involvement with this reported malfunction.